Event description:
The customer reported via phone call that he had a lost sensor alert. Customer was guided to turn off the sensor feature. Customer stated that he does not use the sensor. Customer mentioned a no delivery alarm that stopped at 70 units. Customer did not want to troubleshoot for the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.